Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the shield/cap stopper is different color/shade or faded. This event affected 1100 tubes. The following information was provided by the initial reporter. The customer stated: "the sst tube has a blue cap instead of clear cap."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect cap color as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.